Event description:
It was reported that during a pre-use check on the product, the customer noticed that port of the filter was damaged. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. One product received at the investigation sight. During the visual inspection it was confirmed that there was damage to the cap of the gas sampling port. Suspected it was damaged due to suffering a big force during the transportation or handling. The root cause was related to the product was damaged during shipping. As a preventative measure the supplier will pay more attention when handling and transportation.